Manufacturer narrative:
Upon further investigation of the patient sample, it was determined it contains an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas 8000 e 801 module. The values measured at the customer site were reported outside of the laboratory to a physician. The sample also had discrepant ft3 results when tested with a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer used for investigation. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2020. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2020 and on an e 602 analyzer and e411 analyzer on (B)(6) 2020. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 425531, with an expiration date of 31-aug-2020 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 425531, with an expiration date of 31-aug-2020 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 404623, with an expiration date of 31-jul-2020 was used on this analyzer.